Event description:
Add'l info received 7/23/99: upon receipt of the report from FDA at MFR, the biomedical tech at hosp was contacted to determine if the suspect power plug was available for return. The biomedical tech agreed to release the plug to MFR and an rga was issued for proper return processing. The power plug has not been received at MFR as of 7/21/99. Formal analysis info will be forwarded after the part is received and analyzed.